Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer needed third party assistance by parent to receive food, supplements, medications, and fluids. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.